Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A DHR review is not required as the lot number is unknown. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that foley catheter balloons were not staying inflated. Customer essentially pushed their foley's out and they were found on the ground after delivery with partially inflated balloons, despite using the full 10ml. Customer had used 14 fr and 16 fr catheters.